Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint (B)(4) were reported for autopulse platform (s/n: (B)(4)) for the same system error message. Visual inspection was performed and damage to the top cover was found. Review of the archive data found multiple system error (latch error 132 - internal watchdog timeout) on (B)(6) 2016. Upon powering on the device, the system error (latch error 132) was displayed. As a result, functional testing could not be performed. Additionally, it was observed that backlight to the lcd was flickering. To resolve the system error (latch error 132) error message, an autopulse monitor vision clear error log was used. Following the latch error 132 a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and ua45 (not at "home" position after power-on/restart) error messages were observed. To resolve the ua7 issue, the load cell 1 was replaced. The ua45 error message was resolved after the shaft was rotated to the home position. In summary, the primary complaint was confirmed during archive data review and functional testing. The autopulse platform is a reusable device and was manufactured on 05/05/2009. This type of issue is characteristic of normal wear for the life of the device. To avoid the re- occurrence of system errors, the motor controller board and belt switch assembly cable were replaced. Additional repair and update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remained current. The processor board was replaced to resolve the backlight issue on the lcd. The power distribution board was updated.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed an error message (system error, out of service, revert to manual CPR). There was no patient involvement reported.